Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) confirmed the instrument was removed successfully with no fragment fall. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that that two prograsp forceps instruments broke. The first instrument was installed on universal surgical manipulator (usm) arm 2 and the second instrument was installed on universal surgical manipulator (usm) arm 4. The customer was able to remove the instruments successfully and continue with the procedure and confirmed that no instrument fragments broke off. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.